Event description:
It was reported that a user experienced difficulty starting a dexcom g6 with the ilet, where after entering the sensor code the app returned to the start prompt and pairing to the ilet failed until the user restarted the ilet and toggled sensor selection, after which the system began searching for the transmitter. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to medical care and no need for clinical intervention. Investigation included technical support troubleshooting and user education performed remotely. Investigation of this case revealed that device connectivity was initially unsuccessful but functionality progressed to transmitter search after system restart and configuration toggle. It was concluded that the event was related to a pairing or connectivity issue between the ilet and the dexcom g6, with resolution achieved through standard troubleshooting.